Event description:
It was reported that the patient stated there was a rupture and bleeding while using the intermittent catheters. No medical attention reported. Per additional information on 17feb2023, patient stated that they did not like alternative as they ended up in the hospital. Per additional information received on 24feb2023, the patient hit false passage had bleeding a bit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues". Therefore, a potential root cause for this failure could be "unsuitable material". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Precautions: please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." "Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." "Contraindications : the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated there was a rupture and bleeding while using the intermittent catheters. No medical attention reported. Per additional information on (B)(6) 2023, patient stated that they did not like alternative as they ended up in the hospital. Per additional information received on (B)(6) 2023, the patient hit false passage had bleeding a bit.